Event description:
Per the info provided to co through means of the physician/surgeon's operative report, the device was removed due to "leakage." As stated by the physician, "the cylinders were found to be intact and when the tubing from the pump to the reservoir was irrigated found to have a leak at the junction of the tubing with the reservior." The entire device was removed and replaced with co's 3-piece inflatable penile prosthesis."

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 5/5/1994 and removed on 9/17/1996 due to "leakage." In the received info the physician stated "and when the tubing from the pump to the reservoir was irrigated was found to have a leak at the junction of the tubing with the reservoir." Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. Should the explanted device become available, or additional info be received, qa will re-evaluate this complaint in accordance to procedures.